Manufacturer narrative:
Device not returned. Ccds staff has been in contact with hcp as well as sent guidance to sites to take care when handling masks during loading, unloading and packaging. Ccds staff explained that unpacking, loading and unloading of the mask into and out of the chamber then repacking into the bags can have an effect on the fit quality.

Event description:
User reported straps on reprocessed mask are too loose. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.